Event description:
During a study, the following discrepant results were reported: patient 1: tested 5.6 inr on coaguchek system 1 and 4.2 inr/4.2inr on additional coaguchek systems. Patient 2: tested 3.0 inr on coaguchek system 1 and 2.3 inr/2.2 inr on additional coaguchek systems. Patient 3: tested 3.7 inr on coaguchek system 1 and 2.9 inr/2.8 inr on additional coaguchek systems. No action was taken based on any device results. No adverse event reported. Requested return of suspect system, however, caller states strips are unavailable for return. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Patient 2 concomitant meds: 2.5mg/5mg/dates unk, coumadin. Patient 3 concomitant meds: 14mg/12mg/dates unk, coumadin. No nother patient information provided for either patient.